Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope and an abrupt onset of falling forward without warning. The patient also experienced pocket discomfort resulting in implantable pulse generator (ipg) repositioning. It was also reported that the right atrial (ra) lead exhibited low impedance, noise and a fracture. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.